Event description:
Information received from the field notes that while still in the box, the device could not be interrogated. After multiple attempts, interrogation was possible, but dashes (---) were noted for programmed parameters.